Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of a failure analysis of the complaint device, if there is any further relevant info from that review, a f/u medwatch will be filed. (B)(4).

Event description:
It was initially reported by an eye care professional that a pt developed a bacterial infection in her right eye and "matter" in her left eye after several days of contact lens wear. The pt was treated with tobradex and instructed to use a different lens care system. The infection resolved with no vision loss or other complications. The pt is now wearing a different type of contact lens with no additional problems. Medical records were received on (B)(4) 2010 from the eye care professional indicated that on (B)(6) 2010, pt complained of itchiness and redness in her right eye. On (B)(6) 2010, pt indicated that her right eye was "mattery" in the morning. On (B)(6) 2010, the eye care professional diagnosed the pt with giant papillary conjunctivitis in both eyes and a bacterial infection in her right eye only. Treatment included no contact lens wear for 5 days, tobradex drops, and a change to a different lens care system.